Event description:
It was reported that during a routine device changeout, a previously capped atrial lead was tested. Noise was observed on the lead. A new atrail lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.